Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 20 mm sapien 3 ultra resilia valve in the aortic position, resistance was felt near the tip of the esheath. The implanter experienced resistance near the tip of the sheath, so they slightly retracted the sheath while also carefully advancing the valve. The valve jumped out of the end of the sheath but was otherwise uneventfully advanced and deployed. Upon retrieval of the sheath, it was noted that a piece of the tip was missing, which could still be in the patient. The team looked on x-ray for the missing piece inside the artery but could not locate it.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The following visual examinations were noted on the returned device: the sheath shaft is curved. The liner is fully expanded. The distal tip torn radially and axially with a piece missing and not returned. A minor ripple on strain relief approximately 0.5' distal end. Hdpe stretching along axial/radial tear and soft tip stretching. The sheath shaft has presence of deep scratches along distal end. The slant score line is present; radial score line also present along radial tear. Due to the nature of the complaint, no functional or dimensional testing was performed. The post-procedural imagery was reviewed; the following observations were made: the dilator is inserted through sheaths haft with distal tip of torn radially and axially. Part of the distal tip is torn and missing. The liner is fully expanded. The complaints for sheath distal tip torn, difficulty advancing through sheath, and system components separate during use were confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, 'during implant of a 20 mm sapien 3 ultra resilia valve in the aortic position, resistance was felt near the tip of the esheath. The patient had tf access (>7mm), moderate calcium and mild-moderate tortuosity. The implanter experienced resistance near the tip of the sheath, so they slightly retracted the sheath while also carefully advancing the valve. The valve jumped out of the end of the sheath but was otherwise uneventfully advanced and deployed. Upon retrieval of the sheath, it was noted that a piece of the tip was missing.' Per product evaluation, the distal tip was torn axially as well as radially, along the distal edge of the liner with a piece of distal tip missing. The failure mode is characteristic of sheath tip tear events as described in a previously opened product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, as reported, patient access vessels had moderate calcium and mild-moderate tortuosity. Calcification could create a constrained condition for delivery system advancement, further contributing to resistance experienced at the tip. Tortuosity could lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip additionally, the valve may catch onto the sheath distal tip, leading to the observed torn tip and separation. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification, tortuosity) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No new pra or capas are required at this time.